Event description:
After 3 months of implantation, the device was explanted because of a pocket infection. The device was just recently returned (april 8) to ela angeion, after the hospital discovered that they still had possession of it.